Event description:
It was reported that the device was used during a gastoplasty procedure. It was reported that the clips began to cross or scissor while firing the device. There was no patient consequence. Another device was used to complete the case.